Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system aspiration catheter 8 (cat8), a non-penumbra short sheath, and a guidewire. During the procedure, the physician advanced the cat8 into the target vessel and successfully completed one pass. While removing the cat8, the physician experienced resistance and upon removal, the physician found that the distal end of the cat8 had fractured off. Therefore, the cat8 was removed using a snare device. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned cat8 revealed that the distal tip was damaged and the markerband was detached. The distal tip damage likely caused the markerband to detach from the catheter during the procedure. Based on the reported event, the root cause of the damage could not be determined. The markerband was not returned for evaluation. Further evaluation revealed kinks along the catheter shaft. This damage was incidental to the complaint, and likely occurred during packaging of the device for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.